Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found optic torn and haptic torn/ broken/ bent. Dimensional and functional inspection found the lens to be within specifications. Cliam# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/5.0/73 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2024, the lens was exchanged for a replacement lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.